Manufacturer narrative:
E1: patient city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in new zealand on (B)(6) 2024, it was reported that the patient experienced skin reaction at ew infusion set and on (B)(6) 2024 he got worsening with itching and redness and the issue is resolved when patient took prescribed medication. The symptoms that patients got is itching and redness. No further information available.